Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the drive support cap was loos and sticking out from the side of the insulin pump. Their blood glucose level was unknown. No further details given. The device will not return for analysis.